Event description:
It was reported that the syringe pump did not recognize a 3 ml bd syringe. When attempting to load the syringe only 1ml syringe was populated in the syringe size options. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the unrecognized syringe could be confirmed based on the images shared by customer. Otherwise, it could not be replicated, as the suspect devices were not returned for this investigation. No suspect device was returned for this investigation; therebefore, external and internal inspection could not be performed. Laboratory testing could not be performed; the incident device was not received for this investigation. A review of the logs could not be performed. The "device", pcu or the system logs were not provided. The guardrails¿ editor (v12.1.2) was utilized to validate the syringe list in the dataset provided by customer (chp 2025 august v2.gre), confirming detectability of the installed syringe. The syringe loading alaris¿ pca and syringe modules tip sheet states: if the installed syringe is loaded correctly but not recognized, check if a label is between the syringe barrel and the barrel clamp, make sure that it does not erroneously enlarge the barrel size of the syringe. If a needle-free valve or other component is added to the syringe, ensure that it is no larger than the diameter of the syringe barrel. And if the issue continues despite the troubleshooting above, send the device to your facility¿s biomedical engineering department for servicing. The device was reported to have no patient involvement. Root cause: the root cause of the unrecognized syringe was unable to be determined. The suspect devices were not returned for this investigation, and no additional event information was provided. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump did not recognize a 3 ml bd syringe. When attempting to load the syringe only 1ml syringe was populated in the syringe size options. There was no patient involvement.